Event description:
Reportedly, the pt was being treated by therapeutic plasma exchange for hemolytic uremic syndrome. The procedure was being performed with a saline prime. The device primed with no alarms and alarm checks were ok. At the end of the divert prime phase, there was a high pressure alarm. The return line clamp was open, but the prime saline bag was almost empty and the pt appeared to have received approximately 600 mls of saline. Another tubing set was set up and a second procedure was run with no problems. Before the first procedure the pt's hemoglobin was 9g and after the second procedure it was 5.9g. The physician ordered the pt to be transfused with 1 unit packed rbc's.

Manufacturer narrative:
(B)(4). In discussion with the customer, it was determined that the roller clamp was on the return blood line and not the saline line. The tubing set was returned on (B)(4) 2010 and will undergo further eval. Production and engineering are evaluating a corrective and preventive action for this failure mode. A follow-up on the corrective and preventive action will be provided when available.